Manufacturer narrative:
It is unk if the device was reprocessed. The device was not returned for investigation. No conclusion can be made.

Event description:
On nov 17, 2007, a clinical incident involving an arthrocare arthrowand was reported to arthrocare corp. On nov 9, 2005, the pt's left knee was treated for a medical meniscus tear. It was reported the pt sustained second and third degree burns to pt's left calf. On dec 4, 2007, the hospital was contacted to confirm the availability of the device for investigation and the details of the injury to the pt. The hospital reviewed the operative report and could not confirm details of an injury to the pt. No record of pt burn on operative report.